Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The entire coil and pusher were removed along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The pusher was returned for analysis.the pusher was observed to contain damage across its length. The gold connector was broken at e2, and the proximal portion was not returned. The body coil was found to be stretched at the hypotube transition, as well as at the distal next to the attachment bond zone. The lead wires were observed to be broken at the distal stretched body coil. The coils next to the strain relief were damaged and offset. The strain relief was unburnt. The monofilament inside the body coil was observed to have a stretched tail profile. The implant was not returned for analysis. Based on the investigation analysis and available information, the reported complaint is confirmed. The detachment of the coil was a result of a tensile break in the monofilament, as indicated by the stretched tail profile. A potential cause of the tensile break in the monofilament and the damage observed to the pusher is over specification tensile forces being placed on the device.